Manufacturer narrative:
Additional information: h4: the device was manufactured between 11/04/2024 and 11/06/2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The issue was further described as; after 48 hours of infusion, the device did not infuse the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.